Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the pump exhibited a leak. The pump was started on (B)(6) 2020. The leak was observed on (B)(6) 2020. The patient was being given a dose of 5300 mg and a total of 110 ml. No patient injury or complications were reported in relation to this event.